Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of blebitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is the same patient reported under manufacturer report number 3011299751-2021-00048 allergan complaint (B)(4).

Event description:
Healthcare professional reported a patient had a xen®45 gts implanted in the eye and "developed what the doctor thought was blebitis. Patient treated with antibiotics and steroids ask is doing ok".